Event description:
The customer's husband reported that the customer passed away as the result of hypoglycemia. It was reported that the customer's blood glucose levels were high the day prior to her death. The customer changed her infusion set in the afternoon, and that night at 10:25pm, the customer bolused for a blood glucose reading of 311 mg/dl. At 1:30am the next day, the customer suffered from severe hypoglycemia. The customer's husband removed the insulin pump and infusion set from the customer, and treated the low blood glucose with juice and a glucagon shot. The customer's husband contacted the paramedics, but by the time they arrived, the customer had already passed away. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis, and further info will follow once the analysis has been completed.